Event description:
Procedure: gastric bypass. According to the reporter: dr y(B)(6) passed the needle through tissue then toggled the instrument to pass the needle to the opposite jaw. He then noticed the needle was no longer in the jaws of the instrument. He located the needle in the abdominal cavity and realized the needle broke in half. When he was retrieving the needle he was only able to retrieve half the needle. The other half of the needle was left in the pt. There was no bleeding reported in excess of 500cc. The case was not extended by more than 30 minutes. There was no unanticipated tissue loss.

Manufacturer narrative:
(B)(4).